Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and no issues observed. The isf (interstitial fluid) log was downloaded using masterm. The glucose value graph was analyzed and determined that all alarms presented were for glucose values below of the threshold range. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the freestyle libre 2 sensor. A customer reported that the low glucose alarm failed to trigger when hypoglycemic, and consequently experienced paleness, disorientation, "light convulsions for 30 seconds," and loss of consciousness. The customer was treated with "1 sugar of 5 grams and every 10 min" four times by a third-party. It was additionally reported that customer was taken to the hospital; however, no additional medical treatment was required. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history record) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. Dhrs (device history record) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the freestyle libre 2 sensor. A customer reported that the low glucose alarm failed to trigger when hypoglycemic, and consequently experienced paleness, disorientation, "light convulsions for 30 seconds," and loss of consciousness. The customer was treated with "1 sugar of 5 grams and every 10 min" four times by a third-party. It was additionally reported that customer was taken to the hospital; however, no additional medical treatment was required. There was no report of death or permanent injury associated with this event.